Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message indicating the battery is depleting. This s-ICD is expected to be replaced and returned for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported.